Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he had a patient who developed endophthalmitis after having monocular surgical procedure and small fibers may have been a contributing factor. No samples were retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, lot history and device history records reviews were not possible. A sample has not been returned. The root cause of the customer's complaint could not be determined. (B)(4).